Event description:
Baxter japan reported a crack on the tube of a transfer set. This was noted during use with no patient injury or medical intervention reported according to the complaint coordinator.